Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheters did not have drainage and the patient wanted to send 23 back. It was noted that the patient had been using the product for less than 90 days.

Manufacturer narrative:
The reported event is inconclusive as the evaluated representative sample meets specifications and the condition of the used original sample is unknown. Visual evaluation noted 23 unopened male external catheters and 1 male external catheter in opened packaging was received. 13 samples were analyzed. Samples were analyzed by observing to see if tip was cut off properly. All samples analyzed showed that the tip was cut properly and nothing was obstructing the tip that would cause drainage issues. Therefore, product meets specifications. Although an exact root cause could not be determined a potential root cause could be incorrect cut pressure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "description / indication: the self-adhering male external catheter is designed for the management of adult male urinary incontinence. Contraindication: do not use on irritated or compromised skin. Warning: reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury or illness of the patient. Precaution: do not use if allergic reaction occurs or if patient has known allergies to device components. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Follow directions to remove if experiencing swelling, numbness, discomfort, pain, discoloration, or abnormal appearance. Note: if experiencing problems with use of the device, please consult your healthcare professional for assistance. Directions to apply: 1) verify correct size prior to use. 2) trim pubic hair if necessary. 3) wash penis with mild soap and warm water. Dry thoroughly. Wear time may be reduced if skin is not dry or cream/oil is used. 4) open package at perforation. Remove catheter from plastic insert, if present. 5) place rolled end over the end of the penis, leaving a small space between the end of the penis and the cone of the catheter. 6) unroll the catheter over penis. 7) gently squeeze the catheter to properly seal adhesive to the skin. If possible, avoid leaving a rolled ¿collar¿ around the base of the penis. Important: wear time may be reduced if adhesive is not properly sealed to the skin. 8) connect the catheter to a drainage system. Make sure to check that connections are secure before use. Directions to remove: 1) ensure drainage bag is empty drainage system. 3) gently roll the catheter forward and off the penis. If necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive. Disposal: after removal, dispose by placing the used catheter into a waste container." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the male external catheters did not have drainage and the patient wanted to send 23 back. It was noted that the patient had been using the product for less than 90 days. Per additional information from cardinal health, it was reported that the male external catheters did not work and stated that there was no drainage. Per additional information via form with sample returned on 22feb2022, it was reported that the male external catheter had bad drainage between catheter and the tube.